Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instruments that was used outside of procedure. It was reported that site have been having issues closing the spine clamps completely. No patient involved.